Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6. As reported, a 7f exoseal vascular closure device (vcd) was inserted inside a non-cordis 7f catheter sheath introducer (csi), but the operator felt a strong sense of resistance, so the product was removed. An additional new 7f exoseal vascular closure device (vcd) was inserted inside the sheath, but the sheath was torn and the exoseal came out, resulting in a rupture in the patient's blood vessels. The sheath was replaced with a new non-cordis sheath and a non-cordis vcd was used for closure. There was no hemodynamic compromise because of the ruptured vessel. There was no treatment done for the wound. The devices were stored and prepped according to the instructions for use (IFU). The device was used in an interventional neuro-coiling procedure. The physician had achieved certification of the exoseal vcd and had used the device more than 100 times. There were no visible signs of device or package damage prior to use. Two exoseal vcds were used in the patient. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The sheath was not kinked or bent. The vascular sheath introducer was attempted to be rotated 180 degrees before trying to re-advance the exoseal vcd, but it would not rotate. Excess force was applied during insertion. A non-sterile unit of product ¿vascular closure device 7f¿ was received with an unknown 7f csi, and 4 images of were also provided for analysis. Per picture analysis, picture #1 and #2 showed the handle sections of two 7f exoseal units, and an unknown 7f csi/sheath. The unknown csi had a damage/puncture in the middle section of the device¿s cannula. Exoseal sample 1 showed that the guard and deployment lever were depressed; and the indicator window was at black/white/red position with blood residues observed. Exoseal sample 2 showed that the guard was not depressed (deployment lever could not be visualized), and blood residues were observed. Picture #3 showed the distal section of the exoseal units inside a plastic bag. Exoseal sample 1 showed that the plug was not present (fully deployed) with blood residues observed; and exoseal sample 2 showed that the plug was not deployed with blood residues observed. Picture #4 showed the handle sections of the exoseal units inside a plastic bag, and an unknown 7f csi/sheath. Exoseal sample 1 showed that the guard and deployment lever were depressed with blood residues observed; and exoseal sample 2 showed that the guard and the deployment lever are not depressed with blood residues observed. Per visual analysis of the returned device, the following conditions were found: the unknown csi was found punctured, the cowling guard was not depressed, the indicator wire was not deployed (as expected), deployment lever was not depressed, the plug was not deployed, and indicator window was at black/white position. Additionally, the delivery shaft was found kinked with blood residues noted. Per dimensional analysis, a total of four kinks were found along the delivery shaft. The delivery shaft¿s outer diameter (od) was measured (at a non-damage zone) from the distal side and it was found within specification parameters. Functional analysis was performed using the involved unknown 7f csi as well as a 7f cordis lab sample csi. The cowling guard was depressed, and delivery shaft of the vascular closure device was inserted through involved csi/cordis lab sample csi. Additionally, the returned exoseal delivery shaft was withdrawn from the involved csi/cordis lab sample csi, and despite the observed kinks, no resistance or anomalies were noted during the insertion/withdrawal test. The product history record (phr) review of lot 18115102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿vascular closure device (vcd)-impeded-perforated sheath¿ was confirmed through analysis of the second device and the images received. Although, as there were no procedural images of the reported ¿vascular injury,¿ it could not be confirmed. The exact cause of the issues experienced by the customer and damages noted to the devices could not be conclusively determined during analysis of the products and images provided. A vascular injury, such as a vessel rupture, is a known potential adverse event associated with percutaneous procedures and is listed in the exoseal vcd¿s instructions for use (IFU) as such. Based on the information available for review and product analyses, access site factors (such as vessel tortuosity), and/or concomitant device factors (such as a bend at the shaft of the csi while in the patient) may have contributed to the impedance experienced when inserting both exoseal vcds into the same procedural sheath since both exoseal vcds passed the insertion/withdrawal tests and dimensions were all within specification. Additionally, procedural/handling factors (excess force was applied during insertion) likely contributed to the impedance issue of the second exoseal resulting in the perforation of the sheath and the subsequent vessel rupture as evidenced by the damage/puncture in the middle section of the csi¿s cannula. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair¿ also the IFU states, ¿orient the exoseal vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ neither the phr review, the picture analyses, nor the product analyses suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) was inserted inside a non-cordis 7f sheath, but the operator felt a strong sense of resistance, so the product was removed. An additional new 7f exoseal vascular closure device (vcd) was inserted inside the sheath, but the sheath was torn and the exoseal came out, resulting in a rupture in the patient's blood vessels. The sheath was replaced with a new non-cordis sheath and a non-cordis vcd was used for closure. There was no hemodynamic compromise because of the ruptured vessel. There was no treatment done for the wound. The devices were stored and prepped according to the instructions for use. The device was used in an interventional neurocoiling procedure. The physician had achieved certification of the exoseal vcd and had used the device more than 100 times. There were no visible signs of device or package damage prior to use. Two exoseals were used in the patient. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The sheath was not kinked or bent. The vascular sheath introducer was attempted to be rotated 180 degrees before trying to re-advance the exoseal vcd, but it would not rotate. Excess force was applied during insertion. The deviceand concomitant torn sheath will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18115102 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.